Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of pump history showed that the battery depleted form 100% to 20% in one day. In addition, the customer received an inaccurate fill estimate after loading the cartridge with 480 units. The customer decline to reload the cartridge onto the pump. Customer reported blood glucose (bg) level was 300-500 (mg/dl). A correction bolus via the pump was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was identified in the pump logs; however, no failure was identified.